Event description:
It was reported the leads migrated which was confirmed via x-ray. Programing was done and able to get some relief to lower back pain. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.